Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). The failure analysis and testing department received the parts (display top lcd, pcba, video generator, display top cover) associated with this complaint. These parts were received with a reported unit failure of upper display has blank screen. The failure analysis and testing department performed a visual inspection and found display top lcd serial number having some type of liquid inside of the display. Video generator was found to be in good condition. Display top cover is damaged in the lower right- hand corner of the top cover display. The failure analysis and testing department installed display top lcd and video generator into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual. The fat department observed a distorted display. The fat did not observe a blank screen as reported by the field representative. The distortion of the display was most likely caused by the liquid that was observed inside the display. Video generator passed testing. Display top lcd was the defective part. Retaining the parts in the fat department per procedure number 0002-07-d008 rev. Au. The root cause analysis was also performed in technical perspective and identified the areas that need to be improved to meet the ipx1 requirements. The product development process and control procedure 0002-06-1000 rev. X related to design input could be improved by having a separate procedure. Upper display monitor board not. The fse that encountered the issue replaced the top lcd display, the display monitor to video generator board kit, and the top display cover assembly. The fse completed the pm. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) medical center). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the field service engineer (fse) found the upper lcd display of cardiosave intra-aortic balloon pump (iabp) to be blank and not working. There was no patient involved.